Event description:
Information received indicates while transporting a patient in the ER department, a weld broke on one of the caster housing tubes causing the caster to go up under the stretcher. The patient was not injured.

Manufacturer narrative:
The distributor welded the caster housing tube back in place to repair the stretcher.